Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A scratched lcd window, cracked battery tube threads, broken reservoir tube lip, broken belt clip slot, missing end cap sticker and scratched reservoir tube window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 353 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.